Manufacturer narrative:
This is one event for the same pt involving two separate products. The pt code: (B)(4) is being used to report the non-specific cardiac event as there is no code available to capture this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day. It is further alleged to have been caused by exposure to the product administered during dialysis treatment.